Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-12095, related manufacturer reference number: 2017865-2021-12096, related manufacturer reference number: 2017865-2021-12098. It was reported that the patient presented for follow up with a large hematoma around the device pocket in the upper left portion of the chest. It was decided that a pocket revision was required. The procedure was successfully completed on (B)(6) 2021. There were no further consequences reported.